Manufacturer narrative:
Patient information was requested. Patient gender was provided, patient weight and age were unknown.

Event description:
The customer reported the device alarmed and then shut down after displaying a brief vent inop visual & audible alarm. The screen turned black. There was no patient harm.